Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a different physician that the dcdc code in 2014 was (B)(6) (normal impedance). The generator battery had become depleted in 2015, so recent diagnostics were not available. No surgical intervention has occurred to date.

Event description:
On (B)(6), 2014 it was reported that the patient¿s device showed high impedance during a system diagnostics test. Although surgery is likely, it has not occurred to date.